Manufacturer narrative:
Analysis on the suspect ht controller board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the ht controller and atp board were having issues communicating. The rep replaced the ht controller, the atp board, and the pleora power supply. The ht controller and the atp board, were received by the manufacturer for further analysis, however the investigation of these parts is currently pending. The replaced pleora power supply was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the 1st spin performed on the imaging system had an acquisition failed error. The site redid the scouts and attempted to acquire another 3d spin but was unable to due to receiving the same error. The site restarted the system which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Analysis on the suspect atp console was completed by medtronic personnel. Testing found that the board had an error code in the log history. Testing found that image acquisitions failed with the board installed in a known operational unit.

Manufacturer narrative:
Correction: patient identifier field not sufficient to hold all digits, should read: (B)(6). Correction: a medtronic representative reported that the issue occurred in a spinal fusion. Unique device identification (UDI) updated to proper value. The power supply for the pleora was returned to the manufacturer for evaluation. Testing found that the power supply cable had an intermittent open.

Manufacturer narrative:
(B)(6).